Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the receiver had no audio output. The patient reported she fell asleep and her boyfriend found her seizing. Emergency medical services (ems) was called and she was treated with syrup and juice for hypoglycemia; however, her continuous glucose monitor (cgm) and blood glucose (bg) values were not provided. Ems remained with the patient until her bg came up; she declined transportation to the hospital. The patient stated that she did not receive any audio or vibration alerts prior to the event and that she has hypoglycemic unawareness. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.